Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navlock bent.